Manufacturer narrative:
(B)(4). Batch # n54n0n. The analysis found that one pse60a device was returned in good visual condition and with one gst60g cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Pictures provided were review during device analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, one side of the reload formed approximately 90% of the staples correctly and the other side did not form any staples correctly. This occurred on the fourth or fifth firing with a blue reload. No buttressing material was being used. Procedure was completed with another device of the same product code. There were no patient consequences reported.